Event description:
Customer alleged blood glucose results of 177 mg/dl (obtained with test strip lot 549407, system 1) and 93 mg/dl (obtained with test strip lot 549203, system 2) when tests were performed back-to-back on the advantage system. Customer reported no symptoms and did not treat/act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
Customer used 2 different lots of blood glucose monitoring test strips to obtain the alleged discrepant results. This medwatch report is for suspect comfort curve test strip system 1. (B)(4).